Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 3300tfx 27mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 10 months due to unknown reasons. A 26mm 9750tfx transcatheter valve was successfully implanted.

Manufacturer narrative:
Updated sections: b1, b2, b5, b7, g3, g6, h3, h5, h6 health effect - clinical code, device code(s), type of investigation, and h8.

Event description:
It was reported that a model 3300tfx 27mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 10 months due to structural valve degeneration. The patient presented with heart failure and shortness of breath. A 26mm 9750tfx transcatheter valve was successfully implanted. The patient was noted to be in stable condition post procedure.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.